Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was cleaned and the caster was cleaned and lubricated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system locked up during a case. Also, the vertical lift column and the caster made squeaking noise. No patient injury was reported.